Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement was performed. On (B)(6) 2016, a high gradient was noted and the valve was explanted and replaced with a 21 mm non-sjm mechanical valve. The patient was reported to be in stable condition.